Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. We are not able to see any implants on the received picture. As we have received a picture from patient chest, with a hump on the chest. It is above/beside the suture. Therefore, the complaint is rated as n/a. The hump or around the hump does not show any skin redness. Furthermore, narrative allergic reaction couldn't be verified from the provided pictures. Lot number of the involved article was not provided. And product was not returned. Therefore, no further investigation possible. Based on the information available, it has been determined, that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a procedure for hardware removal. On (B)(6) 2021, the (B)(6)-year-old female patient had sternal fixation with a combination of the titanium fixation system (tsfs) and a competitor¿s sternal wire. On (B)(6) 2021 the patient developed a lump at the sternal fixation site and required removal surgery. All the tsfs implants were successfully removed. One (1) plate and one (1) screw were sent to the lab and are pending culture results. Patient outcome was unknown. Concomitant devices reported: sternal unilock-scr ø3 self-tap crucifor (part number 413.584, lot unknown, quantity 5). Sternal unilock-scr ø3 self-tap crucifor (part number 413.586, lot unknown, quantity 1). Sternal lock-h-pl 2.4 sm 4+4ho tan/ticp (part number 460.027, lot unknown, quantity 1). Sternal lock-h-pl 2.4 lrg 4+4ho ti (part number 460.028, lot unknown, quantity 1). Sternal lock-pl-2.4 star-shaped 3+3ho ti (part number 460.035, lot unknown, quantity 1). This report involves one (1) 3.0mm ti locking screw 14mm f/sternal locking plates. This is report 8 of 10 for (B)(4).